Manufacturer narrative:
Manufacturing records for both the pulse generator and lead were reviewed. Review of manufacturing records for pulse generator and lead confirmed sterilization prior to distribution. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.

Event description:
Reporter provided an op report that stated a patient was experiencing an "erosion of the electrodes through the area of his lower neck" that "probably represented acne infection with abcess, which communicated with the wire and because of the retained "foreign body," this lesion could not heal...the only way to control this was to remove the device." Follow-up with the physician's office indicated that the pt had developed small pimples around different parts of the body including the neck site around the lead area. The doctor stated that the pt's body was most likely rejecting the lead which was the suspected cause of the pimples around the pt's body. The infection was caused when the lead eroded through the surface of the skin. No pt manipulation is suspected.